Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. Vascular access was obtained via the femoral artery. The concentric target lesion containing a lesion bend of >=90 degrees was located in the mildly calcified left anterior descending (lad) artery. After pre-dilatation was performed, a 3.50x38mm promus element long drug-eluting stent was advanced to treat the lesion; however, resistance was encountered inside the guide catheter. The physician started to push the device inside the guide catheter but failed. The device was then attempted to be pulled out, however, it was not coming as it became stuck inside the catheter. The whole system was then removed and a new catheter was used. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: f/g,promus element,mr,ous 3.50x38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The 2 most proximal stent strut rows were damaged. The remaining undamaged crimped stent od(outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. Bsc ID: (B)(4) / tw #: (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. Vascular access was obtained via the femoral artery. The concentric target lesion containing a lesion bend of >=90 degrees was located in the mildly calcified left anterior descending (lad) artery. After pre-dilatation was performed, a 3.50x38mm promus element¿ long drug-eluting stent was advanced to treat the lesion; however, resistance was encountered inside the guide catheter. The physician started to push the device inside the guide catheter but failed. The device was then attempted to be pulled out, however, it was not coming as it became stuck inside the catheter. The whole system was then removed and a new catheter was used. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.